Manufacturer narrative:
(B)(4).

Event description:
Procedure: lung volume reduction. According to the reporter: 13 days after the surgery (2 days after the patient left the hospital), the patient felt difficulty to breathe. Blood pressure was reported as 48/30mmhg, cardiac rate 167bpm. Bleeding was noted from the intercostal artery in a subsequent procedure. Bleeding was stopped by ligation; 5299ml of bleeding was reported. Twenty three days after the surgery, the patient left the hospital. It was reported that bleeding occurred at the application site.